Event description:
It was reported that the patient presented for follow up with episodes of non-sustained right ventricular oversensing due to myopotential oversensing recorded by the implantable cardioverter defibrillator. Programming changes were discussed with the physician, but were not made yet. Further information was requested, but not received.